Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-00379 and 1225714-2014-00380. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient also experienced heart attack, cardiopulmonary arrest, stroke, sudden cardiac death, and other related injuries. It was further alleged that the patient was receiving hemodialysis treatment three times per week and expired shortly after being exposed to the product during thos treatments.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-00379 and 1225714-2014-00380.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.